Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Visual inspection revealed a gouge fracture in the shaft material between electrodes 1 and 2, consistent with fluid ingress and a loss of force data during the procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the gouge/ fracture in the shaft material remains unknown.

Event description:
This report is to advice of a fracture/ gouge noted during analysis.